Manufacturer narrative:
(B)(4).

Event description:
It was reported that "for several months, the intensive care unit has noticed that the arterial catheter (radial insertion) had to be changed after only a few hours (several cases) because of a damped curve. The users and the method of placement has not changed." No patient harm reported.

Manufacturer narrative:
(B)(4). The customer provided one image for analysis; reference pic_tc#1900091947-49,1900092090-93 for customer supplied photo. The photo shows all samples returned for this issue, investigated in tcs 1900091947-49 and 1900092090-93. The customer returned one arterial catheter from an sac kit for evaluation. Signs of use were observed on the catheter. Visual inspection of the returned catheter revealed no obvious defects or anomalies. No kinks or significant bends were observed on the catheter body or the extension line. The total catheter body from the juncture hub to the distal tip measured 85 mm, which is within the specification of 82-86 mm per catheter product drawing. The catheter outer diameter measured 1.04 mm which is within the specification of 1.04-1.09 mm per catheter product drawing. The total length of the extension line from the top of the luer hub to the juncture hub measured 72 mm which is within the specification of 71-74 mm per catheter product drawing. A lab inventory straight guide wire with a diameter of 0.533 mm was able to completely pass through the catheter with minimal resistance. Performed per IFU statement, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). At this point, the depth-marking entering hub shows that tip of wire leaves tip of introducer needle and enters vessel. If catheter/needle assembly is used, remove needle and insert guidewire through catheter into artery as described above." The returned catheter was tested for blockages and leaks. To test for a blockage, the returned catheter was flushed using a 5cc syringe. The catheter flushed as expected. No interruption of water flow was observed. The distal tip of the catheter was then occluded to test for leaks. The catheter was pressurized with water using a 5cc syringe. No leaks were observed. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration." The customer report of a kinked catheter could not be confirmed through complaint investigation of the returned sample. Visual inspection revealed no obvious defects or anomalies, and the catheter passed all relevant dimensional and functional inspection. No leaks or blockages were observed during lab testing of the returned catheter. A device history record review was performed based on a potential lot number from sales history with no relevant findings. Based on these circumstances, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "for several months, the intensive care unit has noticed that the arterial catheter (radial insertion) had to be changed after only a few hours (several cases) because of a damped curve. The users and the method of placement has not changed." No patient harm reported.